Manufacturer narrative:
The event was incorrectly reported as asr on october 31, 2017 as part of asr q3 2017. (B)(4). No motor error alarm during testing. Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label, stained keypad overlay and stained end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm on the insulin pump. The user reported rewinding the insulin pump several times, but the alarm persisted. Troubleshooting found the insulin pump was able to rewind, but unable to deliver insulin. The customer's blood glucose was 425 mg/dl. The customer treated their blood glucose with manual injections. The insulin pump will be returned for analysis.